Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. Additionally, not related to the error code, the blower assembly, stirring fan (attaches to motor), stirring fan retainer, flow sensor assembly, and tubing kit will need replaced due to contamination (i.e., dirt, dust, talc, etc.). The keypad needs replaced due to physical damage/main power button is worn and the detachable battery pack will need replaced due to unusual operation as it is unable to charge. No repairs were performed. The device is not needed for inventory and will be scrapped.